Manufacturer narrative:
Date of event set as (B)(6) 2017 as the exact date of event was unknown. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated on (B)(6) 2017 she had been released from the hospital due to peritonitis. Additional information was being solicited. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated on (B)(6) 2017 she had been released from the hospital due to peritonitis. Additional information was being solicited. Medical records were requested.

Manufacturer narrative:
Conclusion: although a possible temporal association exists between fresenius products and the events of peritonitis with hospitalization, there is no documentation that shows a causal relationship between fresenius products and the adverse events. The etiology of peritonitis with hospitalization cannot be determined with the information currently noted in the complaint file. Should additional information become available this clinical investigation will be re-evaluated.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy (for unknown period time) made a service call for a drain complication encountered during peritoneal dialysis (pd) treatment which corrected itself (unknown troubleshooting intervention). At the time of the call, the patient reported being hospitalized (unknown date) with peritonitis (unknown symptoms). The patient called from home stating she had been discharged (unknown date) from the hospital. On (B)(6) 2017 a follow up call was placed with the pd nurse. However, due to concerns about patient health care privacy (hippa), the pd nurse did not reveal any further information about the reported peritonitis with hospitalization event.